Event description:
The user complained of a "corkscrewed" catheter, with no pt injury. Initial exam confirmed the complaint. Upon further eval and investigation of similar complaints, it was determined in 2003 this failure could lead to the protrusion of a wire from the steering mechanism assembly with potential for injury to the pt. The cause of the failure is under investigation.